Event description:
It was reported that a spectrum iq pump had increased upstream occlusion alarm frequency post-implementation of v9.02.01 during heparin therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.